Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer was reusing insulin from previous cartridges. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.